Event description:
It was reported that patient was in the hospital and the healthcare provider (hcp) decreased dosage in half (18mg/day to 9mg/day). The manufacturer representative was sent to the hospital on the day of the report and the pump was decreased to minimum rate mode. The patient experienced hypoxia, altered mental status, fever, and there was concern of overdosing. At the time of the event, the patient¿s status was alive and no injury. The pump was used to deliver dilaudid. It was reported a week later that the product issue was not resolved. The cause of the event was unknown. The patient was still in the hospital. The pump was at minimum rate mode. The catheter and reservoir were emptied. It was reported 10 days later that the patient had pneumonia. The cause of the issue was not determined. The ¿hospital staff¿ wanted the pump to be lowered and it was eventually set at minimum rate mode. It was thought that the symptoms were likely unrelated to the pump. The patient was currently recuperating at a nursing facility. At the time of the event, the patient was also taking percocet, roxicodone, norco, and nucynta. The pump was used to deliver dilaudid, fentanyl, and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0056645r, implanted: (B)(6) 2001, product type: catheter. (B)(4).